Manufacturer narrative:
On 10/5/16 - the event and explant dates have been added. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On 8/10/2015 - corrected the serial number.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 5 months after the implantation the threshold and lead impedance were out of range. X-ray showed no fracture or bad connection to the header. A revision was performed but the lead impedance remained high and it was decided to exchange the lead. No adverse patient side effects were reported. The provided event date occurred after the provided explant date. Therefore, those will not be added to this report.